Event description:
(B)(6), 2011, the pt underwent the surgery with the g3 nail. Near the end of (B)(6), 2011, the surgeon found through x-ray that the lag screw had cut out of the femoral head and the tip of lag screw reached acetabular roof. The pt underwent the removing surgery and bha on (B)(6) 2011.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.